Event description:
It was reported that during reprocessing of the fenestrated grasper instrument, the wires at the tip of the instrument were observed to be frayed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode with the following clarification that one of the instrument's grip cables was frayed. The grip cable was frayed at the wrist. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.